Manufacturer narrative:
The insulin pump alarmed for no delivery during the excessive no delivery alarm test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the insulin pumps was alarming no delivery. After changing the infusion set three times, the no delivery alarm continued during a bolus delivery attempt. Troubleshooting was performed. Insulin did exit the tubing during a manual prime. The pt's blood glucose was 470 mg/dl. The customer was advised to change out the infusion set. The customer tried the same infusion set on a loaner insulin pump, which did not alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).